Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined.

Event description:
It was reported that during a neurovascular flow diversion procedure, two pipeline flex with shield devices displayed a "trumpeted distal opening" and were removed due to failure to open in the distal section. Each device was resheathed more than two times, and were not positioned in a bend. Additionally, the back half of a pipeline vantage device failed to fully open in the middle section, which was positioned in a gentle curve of the cavernous/petrous section of the internal carotid artery. The aneurysm was located in the left cavernous/petrous section, unruptured, with a saccular morphology, measuring 7x12 millimeters in diameter with a 4-millimeter neck diameter. The landing zone artery size was 4 millimeters both distally and proximally, and the vessel tortuosity was moderate. Dual antiplatelet treatment was administered, and the angiographic result post-procedure showed brisk flow through the construct with no cutoffs or clot mentioned. The devices were removed from the patient, resheathed, and removed with the microcatheter. The pipeline vantage device was replaced by another medtronic product. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID: ped2-475-20 (b640029); product ID: ped2-475-20 (b669633). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.